Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies were noted. The power management tool confirmed pump error 25, power loss and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump also had a minor scratched display window, case and keypad overlay texture damaged.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident, but the current blood glucose value is 100 mg/dl. The customer state insulin pump went blank in the middle of the night. The customer was assisted with troubleshooting and the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.